Event description:
It was reported that the device was at elective replacement indicator and had unstable rates. The device was removed and replaced. It was reported that the lead had high impedance. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.